Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The root cause investigation found that there is a remote possibility that tolerance stack-ups for four capacitors on the defibrillator pca and two capacitors on the computer/analog board may intermittently result in a monophasic defibrillation waveform rather than a biphasic waveform. A design change to address this condition (PMA supplement p010030/s064) was approved by FDA on 11/06/2015. The monitor was removed from service. No adverse event resulted from the defective monitor.

Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed the pulse test. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. Upon evaluation the monitor failed pulse testing. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed the pulse test. The last patient to use this monitor did not report any deficiencies.